Event description:
This continuous cycling peritoneal dialysis (ccpd) patient telephone technical support for an unrelated issue and during the course of the call, reported her tubing had become disconnected from the solution bag during treatment "3 days ago". The patient developed pain and swelling in her abdomen 2 days later and went to the emergency room on (B)(6) 2013. She was not admitted. The diagnosis was peritonitis and she was given a course of antibiotics. She has recovered and continues on ccpd. The sample was discarded.

Manufacturer narrative:
Based on the information provided it is unknown how the device may have caused or contributed to the event. The post market clinical department and physician are evaluating medical records re: the reported peritonitis episode following the patient's peritoneal dialysis treatment. A supplemental medwatch will be submitted upon completion of the investigation. Please ref MDR# 1713747-2013-99977.